Event description:
The hospital reported that "scope loses image in the middle of a procedure". There were no other information obtained from the customer despite repeated attempts.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. Based on the investigation performed, the image was found to be blacking out and it flickers when the bending section was manipulated. There was no evidence of fluid invasion and the device passed leak test requirements. The image problem was isolated to a broken charge coupler device cable at the bending section. This report is being filed as an MDR in an abundance of caution.